Event description:
It was reported that the high voltage cable on the 9900 system was ripping at the entrance to the "c". There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Based on info provided, the following component has been ordered. High voltage cable. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.